Manufacturer narrative:
Follow-up # 1 date of submission 08/15/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 07/24/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. During testing, all keypad buttons responded appropriately; the complaint of the unresponsive keypad buttons was unable to be duplicated. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment extending from the threads to the case seal. The audio bolus button cover was found to be torn. The audio bolus button was responsive. The audio bolus button cover was removed and contamination was found on the button contact. The pump case was removed and evidence of moisture damage was found inside the pump. Furthermore, evaluation revealed a faded, discolored and difficult to read display. A test screen was inserted and was found to function properly with no signs of fading or discoloration.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.